Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp optical pump inserted for high risk percutaneous coronary intervention (hrpci). The red impella plug was leaking blood and purge fluid, a continuous slow leak that resulted in a drop of the patient¿s hemoglobin and hematocrit (h&h) and as a result the patient received one (1) unit of packed red blood cells (prbcs) and one (1) unit of fresh frozen plasma (ffp).

Manufacturer narrative:
The cp optical pump was returned for evaluation. A hole was found on the catheter, which is the cause of blood leaked from pump plug. A micro-puncture by closing suture could have damaged the catheter resulted in blood ingress into the catheter and leaked out from pump plug.